Event description:
It was reported that the pump shows error: system fault and will not work. There was therapy ongoing and there was no reported patient involvement but no patient harm.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.